Event description:
Customer reported that the act button on her insulin pump is hard to press. Customer's blood glucose was unknown. Customer stated she is currently not wearing the insulin pump and has not been trained to use it yet, but she was fiddling with it and noticed the act button was hard to press. The device is not alarming and the numbers are not scrolling. Customer stated she has neuropathy, which may be the reason she has difficulty pressing the button. Customer was advised to monitor the issue. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).